Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a visible crack in the tubing/no fluid.

Manufacturer narrative:
This follow-up was created to document the event as a duplicate report and submitted under 2125050-2019-00177. For all additional information will be submitted under 2125050-2019-00177.